Event description:
"(B)(4): arthralgia; (B)(4): calcium deposits; (B)(4): feeling of warmth; (B)(4): swelling of knees". A (B)(6) year old male reported symptoms of pseudo gout 6 months after first injection with synvisc one. The knee aspiration was done during the visit for the second injection of synvisc one. The aspirate was negative for culture/growth but positive for calcium phosphate deposit. The patient had swelling and warmth of the knee joint. Diagnosis for use: arthritis. Ref report: mw5163705.